Event description:
This unsolicited case from united states was received on (B)(6) 2018 from physician. This case involves (B)(6) male patient who received treatment with synvisc one and had right knee blew up and the fluid on the knee was aspirated, the knee flushed (both after unknown latencies). The patient past drugs, concurrent conditions and concomitant medications were not reported. Medical history: both knees had comparable osteoarthritis and the osteoarthritis was classified as moderate (one knee had a problem and the other did not). Few days ago, on an unknown date in (B)(6) 2018, patient received intra-articular synvisc one injection, at a dose of 6 ml once for knee osteoarthritis in both knees. On an unknown date in (B)(6) 2018, patient completed treatment with synvisc one. On an unknown date in (B)(6) 2018, after unknown latency, the left knee did fine, but the right knee "blew up". The patient came back into the office. On an unknown date in (B)(6) 2018, after unknown latency, the fluid on the knee was aspirated, the knee flushed and he was given a steroid injection. On an unknown date in (B)(6) 2018, the problem resolved. The physician did not understand why just one knee had a problem and the other did not. The lot number was unknown as physician had multiple lots in the office and did not write the lot number down. Physician knows it was not the recalled lot as that had been removed from their supply some time ago. Corrective treatment: steroid injection for right knee blew up; aspiration and steroid injection for the fluid on the knee was aspirated, the knee flushed outcome: recovered for both the events seriousness criteria: required intervention for both the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This unsolicited case from united states was received on (B)(6) 2018 from physician. This case involves 45 year old male patient who received treatment with synvisc one and had right knee blew up and the fluid on the knee was aspirated, the knee flushed (both after unknown latencies). The patient past drugs, concurrent conditions and concomitant medications were not reported. Medical history: both knees had comparable osteoarthritis and the osteoarthritis was classified as moderate (one knee had a problem and the other did not). Few days ago, on an unknown date in mar-2018, patient received intra-articular synvisc one injection, at a dose of 6 ml once for knee osteoarthritis in both knees. On an unknown date in mar-2018, patient completed treatment with synvisc one. On an unknown date in mar-2018, after unknown latency, the left knee did fine, but the right knee "blew up". The patient came back into the office. On an unknown date in mar- 2018, after unknown latency, the fluid on the knee was aspirated, the knee flushed and he was given a steroid injection. On an unknown date in mar-2018, the problem resolved. The physician did not understand why just one knee had a problem and the other did not. The lot number was unknown as physician had multiple lots in the office and did not write the lot number down. Physician knows it was not the recalled lot as that had been removed from their supply some time ago. Corrective treatment: steroid injection for right knee blew up; aspiration and steroid injection for the fluid on the knee was aspirated, the knee flushed. Outcome: recovered for both the events. Seriousness criteria: required intervention for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 53190. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 23-mar-2018. Ptc results and ptc number were added. Clinical course was updated and text was amended accordingly.